Event description:
On 3/10/1998 the account reported an erratic ck-mb result of 19.2 ng/ml at 05:42 am, which was run on the axsym analyzer. At 13:30 pm a second sample gave a result of 2.8 ng/ml. The lab then repeated both samples and received 2.9/2.3 ng/ml for the first sample and 2.2 ng/ml for the second sample. Because of the first erratic result, the pt's treatment was charged. A dual isotope stress test was cancelled and an angiogram was scheduled, which was later also cancelled. The pt has been released from the hosp. No report of any injury.